Event description:
The customer reported that an unknown amount of fluid leaked from an overflowed rbc (red blood cell) bath of the coulter ac*t diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and the instrument generated vacuum errors during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak coming from an overflowed rbc bath due to defective waste and fluid barrier filters. The fse replaced both the waste filter and the fluid barrier filter to resolve the leak and the vacuum errors. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a defective waste filter and fluid barrier filter and the instrument generated vacuum errors to alert the customer of an instrument issue. (B)(4).